Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alarms on an infusion set (contact detach, 6 mm) during a meal announcement, despite tubing fill showing insulin flow, and the issue resolved only after a full supply change. Symptoms included hyperglycemia with a peak of 203 mg/dl and no acute clinical effects. Outcomes included temporary elevation of blood glucose outside the target range for approximately 15 to 20 minutes without medical intervention, ketone testing, or use of backup therapy. Investigation included remote troubleshooting and education focused on infusion set function and occlusion resolution steps. Investigation of this case revealed an infusion set occlusion that was corrected by replacing supplies, consistent with an insulin flow obstruction at the infusion set or line. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.